Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, a zoll field representative observed the customer's report onsite. However, the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and ECG monitoring functional stress testing without duplicating the report. The device was recertified and returned to service. No trend is associated with reports of this type.